Event description:
Customer stated that the implant fractured in the patient's mouth while chewing.

Event description:
Customer stated that the implant fractured in the patient's mouth while chewing.